Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire had fractured at weld site, ~7mm and ~27mm proximal of weld with no other portion of the j stiffener wire received. The outer polyurethane insulation was received with and abraded hole ~34mm proximal of weld site. It appears that ~61mm of the j stiffener wire was not received with all recorded measurements adding up to ~27mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends, x-ray of lead confirms j stiffener wire fractures and confirms that only ~27mm of the j stiffener wire was received.

Event description:
Report received of j retention wire fracture with protrusion through the outer polyurethane insulation with migration away from the lead body.